Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). Device evaluation: the report of suspected pump thrombus was confirmed based on the evaluation of the returned pump. However, the report of a potential obstruction or clot in the outflow graft could not be confirmed, because the entire graft was not returned for evaluation. Additionally, a correlation between the device and the reported right heart failure could not be determined through this evaluation. The instructions for use lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Upon disassembly of vad-57665, thrombus formations were found adhered around the inlet bearing cup as well as the inlet bearing ball and rotor inlet. The thrombus rings revealed areas of denaturation and also appeared to form in laminated layers, indicating that they developed in these locations over an undetermined amount of time while the pump was operating. A root cause for the thrombi cannot be conclusively determined through this evaluation. However, the thrombi were obstructing approximately 40-50% of the blood flow path and could have contributed to a decrease in blood flow, resulting in the reported low flow alarms. Additionally, loose, red tissue-like depositions were found on the outlet bearing cup, rotor outlet, and around the rotor blades. A larger, similar loose tissue-like deposition was present on the inlet bearing cup. The loose depositions lacked lamination and denaturation, had little structure, and were not adhered to the blood contacting surfaces. A root cause for the depositions as well as their origins and a duration for which they were present in the pump cannot be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: pt with decreased loc and vad with low flow alarms. Vad was exchanged. Kink was found in outflow graft.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found at home in a compromised mental state with consistent low flow alarms. The perfusionist reported that "it was believed that there was some sort of clot/obstruction of the pump and/or outflow graft". The pump was turned off and exchanged.

Manufacturer narrative:
Approximate age of device: 5 months. The lvad was returned for analysis. The evaluation is not complete. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was noted that the patient had gone to the local emergency department not feeling well. The next day she returned to the emergency department and was lethargic with low flow alarms and low urine output. It was noted that in response to the clot/obstruction, the patient was started on bicarb gtt, started inotropic support, and started on continuous veno-venous hemodialysis (cvvhd) on admission with reversal of inr. The patient had known supratherapeutic inr¿s, with coumadin dose at home. The patient's admission inr was 11.4, with an inr goal between 2.0-3.0. As of late (B)(6), the patient is still hospitalized with rvad support and cvvhd.